Event description:
Customer reportedly received results of 53 mg/dl and 229 mg/dl within 10 minutes on the advantage system (meter serial number, strip lot number, and expiration date unknown). The customer did not provide the location the discrepant results occurred. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.